Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 20 mg/ml for a total dose of 12.712 mg/day and clonidine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported a volume discrepancy was alleged. Diagnostics performed included a catheter dye study and a rotor/roller study where the findings were normal. The clinic was very independent in managing their pump program; but stated that the last 2/couple refills the expected versus actual volumes were "off" by 4-5ml in a 40ml pump. The patient admitted to falls frequently. The next refill was in april so the manufacturer representative (rep) will follow up and provide an update. Factors that may have led to the event was falls. It was unknown if the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." It was noted that surgical intervention did not occur and was not performed. The patient's weight was asked, but unknown. The patient's medical history included chronic pain. Additional information received from the rep indicated the actual residual volume (arv) was greater than the expected residual volume (erv). It was reviewed it was within the 14.5% accuracy range, it would be considered normal. It was reviewed if they keep seeing the number increase during future refills they may want to check the pump again. No symptoms were reported. The event date was noted as (B)(6) 2018. No further complications were reported/anticipated.